Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported that following intraocular lens (iol) implantation procedure, patient had poor near vision acuity, halos, and shadowing. The lens was exchanged for an unknown advanced technology intraocular lens (atiol), 3 month and 25 days after the initial implant procedure. The clinical reason was maladaptation to multifocal intraocular lens (mfiol). Additional information has been requested.